Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. There was no adverse impact to the customer¿s blood glucose level. The customer did not provide further information.